Event description:
It was reported that during a thyroidectomy procedure, the device was not working as it normally does. White flakes from the tissue pad seemed to be falling into the pt. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.